Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system could not cine. The device was in clinical use. No harm reported. A philips field service engineer (fse) inspected the system onsite and replaced the frontal imaging processing computer, replaced the two image drives and recreated image store on both the frontal and lateral imaging processing computers which resolved the issue. The device was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the start of the procedure and the planned treatment was completed by deleting the previous case images. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed that there was a malfunction with frontal ip-pc. Upon troubleshooting, fse found that the issue was due to failure in ippc. To resolve the issue, fse replaced the frontal ippc, the two image drives and recreated image store on both the frontal and lateral ippc¿s. The replaced the ippc was returned to philips for further analysis. The analysis identified that the failed component was power supply and the system had battery charge/discharge issue. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.